Event description:
Information received from the field notes that in march 2006, the patient was symptomatic due to frequent atrial pacing related to atrial fibrillation suppression. The algorithm was turned off. On may 10, 2006, the patient reported palpitations. The lead was found to exhibit >3000 ohms impedance, failure to capture at 7.5 v. When the device was programmed to unipolar, lead function was normal. The lead was found to be fractured and was replaced.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form